Manufacturer narrative:
(B)(4). Physio-control has recommended that the customer replace their device as there are no repair options available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). With all three icons showing, the device likely does not have sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.